Manufacturer narrative:
Upon evaluation of the unit pictures, the claimed condition was confirmed. The heat shrink (black insulation) was observed damaged/wrinkled or torn. Excessive force and scratch marks were observed on each unit respectively. Probable root causes for the reported condition can be associated, but are not limited to: 1. Non-conforming component according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. 2. Poor assembly process risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. 3. Misuse. After performing the visual inspection on the returned unit, the heat shrink (black insulation) was observed damaged/wrinkled. Some scratch marks with a pointy object were observed at the distal end of the lumen, near the ceramic tip. It appeared as the tube was inserted or removed with excessive force through an obstructed passageway, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: - used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. - inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. The product was not returned for investigation and the reported failure mode was confirmed through pictures. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation of the probe got loose.